Event description:
The pt is a 32 yr old white female who intially had bilateral breast augmentation in 4/87 using a double-lumen type implant. That implant got hard after breast-feeding in 12/90. In addition pain started also at that time when the right breast got hard. The pain does radiate into the arms & forearms at night. The pt also has fatigue, weakness in the upper extremities, loss of short-term memory ability, noted numerous colds as well as early-morning stiffness in the knees. The capsulectomy is medically indicated because the capsule also contains silicone to which the pt may be reacting.